Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost a considerable amount of weight and the ipg was moving in the pocket site causing a pinching sensation. Surgical intervention took place wherein the ipg was anchored in the same pocket site and electively replaced to address issue.